Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported force sensor test error was evidenced in the event history log (ehl). The error message was reproduced during testing. The product fault occurred because multiple components on the plunger head assembly (force sensor, plunger board, plunger cable, head mount, right/ left plunger case and plunger tube) were damaged. The force readings did not change when force was applied to the force sensor. The investigator concluded that this problem ultimately resulted from fluid ingression. Some foreign material was found in the pump. A user interface issue was therefore established as the root cause. The following components were replaced on the pump: plunger head assembly including force sensor, plunger board, left/right plunger case, plunger cable and plunger tube.

Event description:
It was reported that the medfusion pump exhibited a force sensor failure. No patient injury or complications were reported in relation to this event.

Event description:
It was further reported there was no patient involvement.

Manufacturer narrative:
B5: updated with additional information. H6: patient code updated reflect code 4582.